Manufacturer narrative:
The monitor associated with the complaint was returned for investigation. Retain strips were tested on the returned monitor. The customer's complaint was confirmed during in-house testing. Although discrepant results were observed, the testing shows that the system is performing within expectations. Functional and thermistor testing were performed on the returned monitor with passing results. The impedance curves associated with the customer's results were determined to be normal in shape, not exhibiting a weak slope or other abnormalities. A root cause could not be determined from the information provided by the customer. Based on the information available, there is no indication of a product deficiency. No corrective action is required at this time.

Manufacturer narrative:
It is indicated that the product is not returning for evaluation. Therefore, a review of the entire testing history for the reported lot was performed. In-house testing on strip lot 385358a meets release criteria. The product performed as expected. The manufacturing records for the lot were reviewed; the lot met release specifications. Unable to determine a root cause from the available information. Based on the information available, there is no indication of a product deficiency. No corrective action is required at this time.

Event description:
A discrepant high complaint was reported with inratio inr results vs. Lab inr result and previous inratio inr result. The results were as follows: on (B)(6) inratio inr=7.5, repeat=7.2. On (B)(6) lab inr=3.9. The reported therapeutic range was: 2.5-3.5 a previously tested inratio inr=3.2 . On (B)(6) 2016, it was reported that there was no change in medications, diet or medical condition since this date.